Event description:
47 year-old pt underwent a take-down of enterovaginal fistula with a descending colostomy. According to the medical records the or nurse placed the bovie pad on the pt's right flank. In the recovery room, the pt complained of pain on the left side of her back between her hip and rib cage. Examination of that area revealed a 4" x 7" rectangular-shaped burn.